Manufacturer narrative:
Details of complaint: the customer reported that no sound was coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No further information was provided. No patient harm was reported. Investigation summary: the root cause of alarms not alarming audibly could not be determined as the customer declined nihon kohden technical support (nk ts) attempts to troubleshooting. No further issues were reported by the customer. It is likely that the customer was able to resolve the issue without nk assistance. Possible causes are likely related to audio settings on the rns not having been set correctly. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that no sound was coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No harm or injury occured during this event.

Manufacturer narrative:
The customer reported that no sounds are coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No further information was provided except that no harm or injury occured during this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that no sounds are coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No further information was provided except that no harm or injury occured during this event.